Event description:
Per the clinic, the patient is a non-user and experienced recurrent episodes of facial paralysis requiring MRI evaluation leading to the decison to explant the device. Subsequently, the device was explanted on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.